Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device failed idea testing due to a keypad malfunction. Service evaluation verified the keypad malfunction. The cause was identified to be a failed keypad; the processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a keypad malfunction. No additional information is available.